Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery, weak battery or failed battery test alarms due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring button error alarm. Customer stated they replaced the battery and received failed battery test. Customer also reported the act button was not working smoothly. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was not provided. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.